Event description:
It was reported a suspected osteosynthesis failure occurred post-operatively. Initial surgery was completed on (B)(6), 2026. The patient remained in an upper arm cast for 3 weeks postoperatively. Cast was removed. A few days prior to cast removal, the patient had experienced increased pain again. On (B)(6), 2026, the x-ray showed a fracture of the posterolateral humeral plate. The patient developed radial nerve palsy. The radial nerve palsy is likely a consequence of retraction of the radial nerve in order to place the most proximal screw in the lateral plate. Patient was revised on (B)(6) 2026. Following the revision surgery, the patient was immobilized in an upper arm cast for 2 weeks and subsequently wore an elbow brace for 4 weeks. The patient is currently still wearing a wrist brace due to wrist drop resulting from the radial nerve palsy.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed the plate was observed implanted and broken from the middle area. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the (B)(6) would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part number: 02.117.007s lot number: 50263p6 manufacturing site: (B)(4). Release to warehouse date: 30 jan 2025 expiration date: 01 jan 2035 a manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified.